Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and found that system would not boot up. To resolve this issue, fse reloaded the complete software of the suite pc, restored the backup. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.